Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("the patient has read that essure implants can worse the symptoms of infection and wanted essure removal") and arthritis ("oligoarthritis") in a (B)(6) female patient who had essure inserted. The patient's past medical history included arthritis in 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthritis (seriousness criterion medically significant). The patient was treated with methotrexate sodium (metoject), infliximab and surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and arthritis outcome was unknown. The reporter provided no causality assessment for arthritis and medical device removal with essure. The reporter commented: essure inserted in 2015. The patient has had negative oligoarthritis for 4 years. She had metoject injections weekly ad (B)(6) 2018 and inflectra infusions from 2016 to (B)(6) 2017. The patient has read that essure implants can worse the symptoms of infection and wanted essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 818 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("the patient has read that essure implants can worsen the symptoms of inflammation and wanted essure removal") and arthritis ("oligoarthritis") in a 35-year-old female patient who had essure inserted. The patient's past medical history included inflammatory arthritis (oligoarthritis) in 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthritis (seriousness criterion medically significant). The patient was treated with methotrexate sodium (metoject), infliximab and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and arthritis outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered arthritis to be unrelated to essure. The reporter commented: the patient has had negative oligoarthritis for 4 years. She has read that essure implants can worse the symptoms of inflammation and wanted essure removal. Follow-up 18-jun-2018: essure removal at patient's request. Oligoarthritis unrelated to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, lot number was not known and sample was not available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.